Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional information was received that the will undergo an ipg replacement procedure per physician's preference.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No information could be obtained why the patient required for revision. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.